Event description:
The pt with this pacemaker died one day after implant. The pt's family has requested a coroner's inquest and the device will not be returned for analysis until the inquest is complete.